Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnect mode. A technical support specialist (tss) received the case and dialed into the station. The synchronization log showed an error indicating an endpoint connection failure to the test server, and the server was unreachable by ping. The issue was determined to be related to the test application server, where all bd services were set to manual and did not automatically start after a restart three days prior. The case was reviewed, no further action was required, and the issue was confirmed as resolved by the customer. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis was in disconnected mode. The customer rebooted the servers; however, the device remained in disconnected mode. However, there were no delays or adverse events or injuries reported based on this event.